Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good physical condition. Functional testing could not duplicate/replicate the reported problem, air detector performed as intended, but found other problem. The return tube was cracked and there were signs of fluid ingression present on the printed circuit board (pcb). A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the return tube and printed circuit board (pcb), o-rings and fan guard per preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer safety clamp on the side is not working. No report of patient involvement.